Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/11/2015 with the following findings: on investigation, a battery compartment crack was found to the left of the grip pad running from the top to the case seal. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the keypad buttons. The bolus button cover was found missing from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation found a cracked battery compartment. This report is made based on the results of investigation completed on (B)(4) 2015.